Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the mega needle driver instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the reported complaint. The instrument¿s grip tips were not moving intuitively. The instrument was found to have a misaligned roll gear. The roll gear notch is located at the 3 o'clock position when in home position. The correct orientation of the roll gear notch should be 12 o'clock position when in home position. This failure causes the instrument to have non-intuitive motion.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega needle driver instrument did not respond to the surgeon's commands. A similar backup instrument was used to proceed with the case. The procedure was completed with no reported injury.